Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va100qd, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A manufacturer representative reported impedance tests thus far, even after wiping down the lead and examining the contact alignment showed all contacts greater than 4000 ohms. The implantable neurostimulator (ins) was being used for testing motor response; the patient was getting a response on contact 1 and 3, but not 2 and 4. It was unknown what the patient's impedances were prior to the procedure. There was no visible damage to the lead. The patient's ins was replaced, the high impedances were rectified, and the system was fully functional at the end of the case. Indication for use was reported as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.